Manufacturer narrative:
This report is for a cortex screw/unknown lot. Lot number is unknown. Additional procode jds. Explanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an open reduction and internal fixation (orif) of ankle and calcaneus done on (B)(6) 2017. After some time the talus fell into a tilt because of an over-reduction of syndesmosis. So a revision surgery was performed and two 3.5mm cortex screws and two 4.0mm cannulated screws were removed. The fibula was re-reduced and two 3.5mm cortical syndesmosis screws were placed in the last two holes. An acumed medial hook plate was placed on the medial malleolus. The surgery was successfully completed with stable patient outcome and no surgical delay. This complaint involves three (3) devices. This report is for a cortex screw. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Date reported incorrectly on initial mw. It should have been (B)(6) 2017. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.